Event description:
Boston scientific has become aware of the following event: following the cypher stent implantation, the intravascular ultrasound (ivus) catheter was caught on the distal edge of the stent during withdrawal. The lesion being treated was located in the mid left anterior descending (mid-lad), 90% stenosed with calcification in average tortuous anatomy. The physician retrieved the imaging catheter by changing the direction of the catheter tip and rotating the shaft during pullback. The procedure was completed with an eagle eye imaging catheter. The eagle eye confirmed the stent was not completely expanded. No pt complications were reported.